Manufacturer narrative:
The symptoms were treated with bentelan. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation was conducted. This was originally sent as 8031026-2016-00002, it should be 8031023-2016-00002.

Event description:
A dentist indicated two (2) patients experienced an allergic reaction resulting in swollen lips, pain, and ulcers approximately two hours after treatment involving optiview small kit. This is the first of two reports.

Manufacturer narrative:
The exact date of event was not provided, therefore the input of (B)(6) 2016 is the best estimate of when the event occured.